Event description:
Reporter stated that the active system generated a result of "lo" (<10mg/dl) without having first applied blood or control solution to the test strip. Reporter stated that the patient did not modify therapy based on this result. No patient injury was reported and no treatment was received. Reporter did not provide the location where the unexpected result was obtained. Technical support requested the return of the suspect product and replacement product was shipped. Active system:meter, active strip lot 22941033 with expiration date 11/30/2006.

Manufacturer narrative:
The active meter is the suspect device.